Event description:
It was reported the pt is experiencing ipg movement causing discomfort. The ipg is currently located on the right front side over a bone donor site. Surgical intervention will be undertaken to relocate the ipg at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.